Event description:
A malfunction alarm was reported, specifically malfunction code 16, which recurred even after attempting a reset. There was no adverse impact to the customer¿s blood glucose level as levels did not exceed 500 mg/dl. Tandem technical support assisted the customer in resetting the pump initially, but since the malfunction persisted, cts arranged for a replacement pump. The customer was informed about backup therapy using mdi, and cts instructed them on storage mode and the return process for the faulty pump.